Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("abnormal positioning of the left essure device / confirmed migration of the left essure device/ migration (malposition) of essure device in uterus/malposition left essure coil,") and genital haemorrhage ("abnormal/irregular bleeding") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiple cesarean sections and cervical dysplasia. Concurrent conditions included weight loss, obesity, urinary tract infection, incomplete bladder emptying, constipation chronic, myofascial pain syndrome, temporomandibular joint arthralgia, polycystic ovaries, choledocholithiasis, hypercholesterolemia, hyperlipidemia and drug allergy. Concomitant products included oral contraceptive nos from (B)(6) 2010 to (B)(6) 2010 for birth control. In 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, menorrhagia ("abnormal/heavy menstrual bleeding/ prolonged menstrual bleeding/ abnormal bleeding (menorrhagia)"), back pain ("severe back pain frequent"), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), depression ("depression"), anxiety ("anxiety") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual bleeding") and abdominal pain ("abdomen pain frequent"). The patient was treated with surgery (on (B)(6) 2016, total hysterectomy, bilateral salpingectomy, right oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, dysmenorrhoea, dyspareunia, alopecia, depression, anxiety, vaginal haemorrhage and abdominal pain had resolved and the genital haemorrhage, menorrhagia, back pain and menstrual disorder was resolving. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirming complete occlusion of fallopian tube the results of essure confirmation test (hysterosalpingogram) showed total bilateral occlusion and migration of essure device. Complete occlusion of the right and left fallopian tubes. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. Events per pfs:abnormal bleeding (vaginal) and pelvic pain. Event ¿abnormal positioning of the left essure device / confirmed migration of the left essure device¿ (previously reported) was clubbed with ¿migration (malposition) of essure device in uterus¿ were added. Reporter information and product information was updated. On 1-mar-2018: medical record received, reporter added, patient historical and concomitant condition added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("abnormal positioning of the left essure device / confirmed migration of the left essure® device.") And genital haemorrhage ("abnormal/irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal/heavy menstrual bleeding/ prolonged menstrual bleeding"), back pain ("severe back pain"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), depression ("depression"), anxiety ("anxiety") and abdominal pain lower ("severe lower abdominal pain"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent total hysterectomy, bilateral salpingectomy, right oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, menorrhagia, back pain, dysmenorrhoea, menstrual disorder, dyspareunia, alopecia, depression, anxiety and abdominal pain lower was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia and menstrual disorder to be related to essure. The reporter commented: on (B)(6) 2016, plaintiff underwent a total hysterectomy, bilateral salpingectomy, right oophorectomy, and lysis of omental adhesions to effectuate removal of her essure device diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirming complete occlusion of fallopian tube incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.